Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter indicated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no patient injury.